Event description:
A hospital in (B)(6) reported that the inspiratory pressure of an rd900 neopuff infant resuscitator was unstable. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff has not been returned to the manufacturer. It has been performance tested as per our product technical manual by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the performance test did not identify any fault with the device. Conclusion: no fault was found with the returned complaint device the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual sates that "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". In addition, the neopuff set up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly". The complaint device was performance tested and has since been returned to the healthcare facility.